Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm, vicmo 13.2, -8.0 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for a longer length lens due to low vault. This exchange resolved the problem.

Manufacturer narrative:
Device evaluation: lens returned in a microcentrifuge vial with moisture on the lens. Visual inspection found no visble damage to lens. Corrected data: previouslly stated vicmo 13.2 is corrected to vicmo 12.1. Device code 1494: off-label use (acd < 3.0mm). Claim# (B)(4).